Manufacturer narrative:
One device was received and visual inspection was performed. The entire length of the wire was examined and anomalies were observed. The device presents the spring tip slightly elongated at 5 mm from the distal tip section, additionally the device presents a kink in that same area. The device also presents the coating scraped (peeled) along the entire body. The device appears to have been pulled against resistance. The outer diameter measured in damaged areas met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during unpacking for a dialysis access management procedure a guidewire tip break occurred. A platinum plus-3 018/180 guidewire was being opened in preparation of a dialysis management procedure when it was noticed that the tip of the guidewire was broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during unpacking for a dialysis access management procedure a guidewire tip break occurred. A platinum plus-3 018/180 guidewire was being opened in preparation of a dialysis management procedure when it was noticed that the tip of the guidewire was broken. The procedure was completed with another same device. No patient complications were reported and the patient's status is unknown.